Event description:
Mechanical failure of the lotus edge valve system due to a buckley / collar release failure. After successful deployment of the valve with no perivalvular leak and reduction of the mean gradient from 45 mmhg to 9 mmhg, the collar would not release the valve from the delivery system.